Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: hiatus hernia repair. Event description: grasping tissue and bowel during hiatus hernia repair, no different to any other case. Surgeon regularly uses 2x atrax graspers in every hiatus hernia repair and has never had an issue. Surgeon moved the camera and noticed that the grasper was not grasping as usual. When he moved the camera, he noticed the blue latis pad in the corner of the screen. Upon checking the grasper, the pad had fallen off and into the patient's abdominal cavity, of which he retrieved. There was no clinical impact to the patient as a result of the event as latis pad was found and retrieved from patient. Surgeon retrieved latis pad from patient and reported via hospital reporting (risk man) and advised all relevant personnel as per hospital policy. Intervention: latis pad from grasper detached from main shaft and was removed by surgeon. Patient status: stable.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the pad was fully dislodged from the jaw. Based on the condition of the returned unit, it is possible that the reported event was caused by adhesive failure at the latis to adhesive surface interface. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: hiatus hernia repair. Event description: grasping tissue and bowel during hiatus hernia repair, no different to any other case. Surgeon regularly uses 2x atrax graspers in every hiatus hernia repair and has never had an issue. Surgeon moved the camera and noticed that the grasper was not grasping as usual. When he moved the camera, he noticed the blue latis pad in the corner of the screen. Upon checking the grasper, the pad had fallen off and into the patient's abdominal cavity, of which he retrieved. There was no clinical impact to the patient as a result of the event as latis pad was found and retrieved from patient. Surgeon retrieved latis pad from patient and reported via hospital reporting (risk man) and advised all relevant personnel as per hospital policy. Intervention: latis pad from grasper detached from main shaft and was removed by surgeon. Patient status: stable.